Event description:
It is reported that the device was implanted in 2005. The femoral head pulled out of the liner with the locking ring fully seated. Nineteen days later, the head was relocated back into the liner and the locking ring was repositioned. The patient dislocated again. Nineteen days later, the constrained liner and shell were removed and replaced with a 58mm shell and a 40mm liner.